Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned..

Event description:
It was reported that the customer was hospitalized due to fluctuating blood glucose levels. Reportedly, the customer was pregnant and their ob/gyn changed 1 week after receiving the pump and that the new healthcare professional (hcp) was not familiar with the customer's history. The hcp decided that the customer was not a good candidate for pump therapy. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.